Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was inappropriately shocked by the right ventricular (rv) lead due to a lead dislodgement and oversensing of noise post implant. The lead was programmed off until it could be revised. The lead was repositioned and remains in use. It was further reported that the physician had complaints that the implantable cardioverter defibrillator¿s (ICD) rv lead noise algorithm did not prevent the inappropriate shock. The device remains in use. No further patient complications have been reported as a result of this event.